Manufacturer narrative:
The customer was contacted for return of the device. The customer indicated that the device's housing was replaced and the device was returned to clinical use. The device will not be returned to zoll for eval of the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, it was observed that a battery had melted in the device, and the battery well was warped. A new battery was not able to be installed into the device. Complainant indicated that there was no pt involvement in the reported malfunction.